Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was cleaned from oil contamination to resolve the reported haze/mist issue. Unit meets specifications and was returned to service. Reference asp complaint # (B)(4).

Event description:
A customer reported an event of "oil mist" emitting from the sterrad® 100nx sterilizer while running a cycle. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from june 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the haze/mist issue is the oil mist filter. The field service engineer cleaned this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.